Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had expired with thrombus found in his gi track. They believe there is thrombus in several other organs. It was noted that they did not see any increase in power or any lvad pump problems.